Manufacturer narrative:
Evaluation summary: as received, the valve exhibits moderate to heavy calcification in the cusp area of all three leaflets. At the free margins calcification is heavy at leaflet 1 and minimal at leaflets 2 and 3. Leaflet 1 appears have dropped relative to the other leaflets by approximate 3mm. Calcification restricted mobility in the leaflets, led to stenosis, and to incomplete coaptation. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 12mm. It covered most of leaflet 3 and fused the free margins of leaflet 1 and 3 at commissure 1 by 6mm. Host tissue is minimal at the stent inflow and stent outflow. A cut is noted in the cusp area of leaflet 3 measured to 9mm. The cut did not penetrate the entire thickness of the tissue and may have been due to explant. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
The received operative report states that the patient has stenosis and regurgitation of the tissue mitral valve prosthesis. The operative report also states the following regarding the patient's anatomical findings, "the original mitral valve prosthesis placed seven years ago was basically restricted in function and kept open at the level of the leaflet because of large amount of calcific scar tissue inferring with the work of the leaflets in the ventricular side, as well as in the atrial side."

Event description:
It was reported that an edwards mitral valve and a tricuspid ring (hvt008481) were explanted due to unknown reason after an implant duration of approximately 85 months.

Manufacturer narrative:
(B)(4) - no information has been received. Device has not been returned. Additional manufacturer narrative: the reason for explant is unknown. The operative report and patient information was requested, however, no information has been received. Device history record review and product return is in progress.